Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose events. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Customer reported insulin pump possible exposure to insulin. Unable to complete the keypad anomaly troubleshooting due to customer's vision was affected by the high blood glucose reading. Customer had a high blood glucose of in the 300's mg/dl. Customer reported that her blood glucose was from 200 mg/dl to 450 mg/dl range. Customer treated with insulin pump and manual injection and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.